Manufacturer narrative:
The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The exception to this would be if the fraxel tip plastic housing or component scratched the patient. For other reported events, tips are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The customer can also utilize the burn paper to confirm the system laser is providing correct pattern/coverage. The customer performed the burn paper test and sent it to product support for review. Review of burn paper showed proper pattern/coverage. This showed the system functioned as expected. According to fraxel dual 1550/1927 laser system user manual, burns, discoloration, and redness are known possible complication after fraxel treatment. Blistering or burns may develop over the treated areas. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based off the available information, this event is a known potential reaction to treatment. At this time, no CAPA is necessary.

Event description:
A user facility reported to the distributor that a patient experienced a possible burn and hyperpigmentation to the cheeks two days post fraxel treatment. The nature and the area of the event was not provided. However, available pictures were examined by the medical reviewer, and they showed mild erythema and hyperpigmentation on both cheeks. No treatment or medical intervention to address the adverse event was reported. The current status is reported as healing with the possibility of a scar. No other treatments (besides the one reported) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days, nor has the patient ever had prior aesthetic treatments on this area. The patient utilized sun block spf 30 sunscreen during the exposure and has fitzpatrick skin type three. The 1550 wavelength was not utilized during the treatment. For the 1927 wavelength, the highest energy level used was 10 mj, with a treatment level 4 and 6 passes. There was no overlapping of passes. No system errors occurred nor was notice anything out of the ordinary during treatment. The treatment tip was not used on any other patients. The burn paper test was performed prior to initial use of the treatment tip and proved to be within normal limits.